Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. During the product analysis there were no anomalies found with the pulse generator. The generator performed according to functional specifications. During the visual analysis of the returned lead portion, the end of the (+) connector ring quadfilar coil appeared to be broken / cut approximately 55mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil termination, but the end appearance of the quadfilar coil strands implied the coil had been cut. Pitting was observed on the coil surface. The generator was found to be programmed on when it was returned to the manufacturer. Therefore, the observed pitting is most likely associated with a coil that remained attached to a generator whose output remained programmed on until it was received for evaluation. With the exception of the observed pitting due to continued stimulation, post explant, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious product anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the reported event. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for vns system replacement. It was reported that the generator would be replaced prophylactically. The physician reported that the generator was not programmed off after observing the high impedance. No x-rays were taken. No surgical intervention has been performed to date.

Event description:
Additional information was received indicating that the vns patient underwent generator and lead replacement surgery on (b(6) 2014 due to high impedance. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.